Event description:
The customer reported that the wiring over the probe housing station was exposed on the ortho provue analyzer.

Manufacturer narrative:
The customer reported that the wiring over the probe housing station was exposed on the ortho provue analyzer. The customer was instructed by ocd customer technical services (cts) to discontinue the use of the instrument. An ocd field engineer arrived on site and performed repairs returning the instrument to its expected operation. A review of the design history file shows that the ortho provue analyzer passed all applicable ul testing and therefore does not pose a fire or electrical safety risk. Product labeling repeatedly cautions the user of the risk of electric shock involved in servicing the instrument. Product labeling provides the user with the proper procedure to follow when repairs are necessary. No smoke, fire or shock was reported as a result of this incident. No death or serious injury was reported. This customer has not logged any complaints against this instrument since this incident. However, an exposed copper wire can lead to shock, fire, death or serious injury. The potential for electric shock, though remote, does exist.